Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the pt was using cartridges from lot number b201581 and had multiple blood glucose (bg) elevations (200mg/dl to 400mg/dl) with the occasional presence of ketones. The family member confirmed that the pt did not experience any symptoms of hyperglycemia and that medical attention was not required. The bg excursions began to occur in (B)(6) after the pt started on the pump and after they received their current shipment of supplies. The family member reported that with each bg elevation, the pt disconnected from the pump, primed the tubing, reconnected to the infusion site, and delivered a correction bolus. He stated that a syringe delivery of insulin was also used when the bg did no respond adequately. The family member said that no leakage of insulin from the cartridge and no air bubbles were observed. This complaint is reported because the possibility that the cartridges caused or contributed to the bg excursion cannot be ruled out.